Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was sucking flat and had fluid loss. Air was noticed on the pump. The ipp was explanted and replaced. No patient complications reported.